Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two segments; severed 56mm from the terminal end, and was tangled. The helix was extended and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Additionally, there were stretched and deformed anode conductor coils at severed end (outer coil). Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead experienced helix extension difficulty. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This device was received for analysis.